Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Hospital discarded. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk lot # unk description: size 4 femur right; cat # unk lot # unk description: insert 9mm posterior stabilized right; cat # unk lot # unk description: patella 38mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that, "the patient had right and left tka on (B)(6) 2010. The right knee started causing the patient pain very early on and the surgeon told her to give the knee a year to heal. After the year, she went back to the doctor, he noted that the knee was swollen and he revised the right knee (B)(6) 2012. The right knee remains swollen and painful."